Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. In addition, the pump unexpectedly reset. The customer also reported the pump touchscreen intermittently does not respond to presses when attempting to unlock the pump. During troubleshooting with tandem technical support the pump was able to be unlocked successfully. During a second attempt the customer stated the unlock buttons lit up as pressed however the pump did not unlock. The customer¿s blood glucose (bg) level was nearly 400 (mg/dl). A manual injection was administered to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided

Manufacturer narrative:
Correction: the investigation has been completed. Based on the analysis, the alleged battery and touchscreen malfunction were verified. The alleged reset malfunction could not be verified.